Manufacturer narrative:
A product investigation was conducted. Visual inspection: the verse key inserter tightener (part # 299704220/ lot # gm4799501) was received at us cq. One of the castle nut driver retention component's prongs was bent. Due to the bent condition, the geometry of the pin head is no longer symmetrical rendering the device inoperable. Due to the similarity in the observed visual defect as the complaint description, the stripped condition was confirmed by using the bent code. The overall complaint was confirmed due to the observed deformation. Yes; one of the castle nut driver retention component's prongs was bent. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the overall complaint was confirmed for the received verse key inserter tightener. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for verse di inserter/tightener was conducted identifying that lot number gm4799501 was released in a single batch. Batch1: lot qty of 82 units were released on 01 apr 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, when surgeon was applying distraction and compression during the end of the adolescent idiopatic scoliosis (ais) correction, he experienced multiple issues with the implant system expedium verse. The single innie inserter stripe. The inner innie of dual innie stripped when applying final tightening force with torque limiting handle. The outer innie inserter stripped when applying final tightening and the torque limiting handle jammed and not releasing any more at correct torque or at all. An inaccuracy was detected during screw insertion with brainlab airo navigation and verse navigated screw driver. The screw is only inserted over the kirschner wire for verification of the trajectory created initially with navigated drill or navigated finder; intra-op scan showed no obvious screw misplacement. The surgery was completed with no patient harm but delay of ten -fifteen (10-15) minutes. Compression/distraction was applied after complete construct was already fixed. The surgeon opened the relevant inner innies to allow rod gliding. When he tried to lock the inner innie the screwdriver and inner innie striped/got damaged. The surgeon had to replace those damaged double innies with new double innies. No patient consequences reported. Concomitant device reported: unknown k-wires (part# unknown, lot# unknown, quantity unknown. This is report 6 of 6 for (B)(4).